Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that the eye tracking does not hold on some patients' eyes. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit, the fse (field service engineer) assisted during surgery in order to see the issue after surgery was finished. Fse performed adjustment of position of eye tracker illumination sources, tested eye tracker with human eyes and eye tracking function works correctly. No technical root cause was identified as the product was found to be within specifications and works as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
A company technical service representative coordinated to attend surgery at the client facility. It was stated if the surgeon could not capture the pupil for tracking, the surgeon gave the order to continue without tracking. After adjusting the orientation of the infrared lighting sources of the equipment, it was possible to detect all of the pupils.